Manufacturer narrative:
The catheter for the ablation system was returned to the manufacturer for evaluation. Visual inspection found that the tip of the fiber was missing and that there was a bend and burn marks along the fiber. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A manufacturer representative reported that, while in a soft tissue ablation procedure, the cooling catheter system (ccs) was found to have tip of the catheter was charred. It was noted that the ccs had melted and the tip came off. It was noted that the site intended to use the catheter for a second ablation. The site opted to complete the procedure with a second catheter. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.